Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a catheter was placed on (B)(6) 2012 and a hole was found. The catheter was pulled and replaced on (B)(6) 2012.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.